Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced sterile peritonitis manifested by cloudy effluent. The cause of the peritonitis was unknown and the patient was not hospitalized for the event. On the same day as the onset, the patient was treated with injection vancomycin (1 gram in first bag then every fifth day, intraperitoneally) and injection magnova (1 gram then 500 mg in each bag for 14 days, intraperitoneally) for peritonitis. At the time of this report, the patient had recovered from peritonitis and pd therapy was ongoing. No additional information is available.